Event description:
The user facility reported that the ventilator was on a pt and it gave a transducer (xdcr) fault.

Manufacturer narrative:
(B)(4). The carefusion field service technician went onsite and found the unit missing the flow sensor and external accessories. After eval the device, field service concluded that this event was most likely caused by an isolated issue with the flow sensor since no other occurrences had taken place. The transducers were checked and they all pass the transducer test. The carefusion field service representative installed a replacement flow sensor, external accessories, ran the device through the operational verification testing (ovt) and the device passed all test. Upon completion, the device was returned to the user facility's control ready to be returned to service.